Manufacturer narrative:
Investigation confirmed reported issue and the components were re-installed correctly to ensure proper operation of the device.

Event description:
It was discovered that components of the pump were installed incorrectly. The device has not been used clinically; therefore, there was no patient involvement and thus no risk of patient harm.